Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was not enough with near vision. The iol was exchanged for another lens model 2 months following the initial implant procedure. The clinical reason for explant mentioned as poor near vision. Additional information has been received and as per surgeons opinion decreased contrast due to multifocality contributed to the event. There was no patient harm reported and symptoms were resolved to the patient.